Manufacturer narrative:
During percutaneous coronary intervention, a cypher stent failed to cross a tortuous lesion in the left anterior descending coronary artery. The stent was not deployed and upon removal of the product from the patient, the shaft "appeared cracked." The product was stored per the instructions for use. Ther were no abnormalities noted with the packaging. The device appeared normal prior to use and prepped normally. The target lesion was pre-dilated before the product was inserted. No excessive torque or force was used to deliver or withdraw the stent delivery system. There was no patient injury. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event.

Event description:
The shaft of the cypher stent was noted to be cracked. The target lesion was located in the left anterior descending artery. The lesion was described as calcified. Stenosis percentage was unknown. The reference vessel was tortuous. The target lesion was pre-dilated with an unknown balloon. There were no abnormalities noted with the packaging. The product was stored per the instructions for use. The device appeared normal prior to use and prepped normally. The stent was unable to cross the lesion and was not deployed. Upon removal of the stent delivery system, the shaft appeared cracked. No excessive torque or force was used to deliver or withdraw the stent delivery system. There was no patient injury.